Event description:
Customer reported in an email ¿I have had several nurses leave tubing for me that seems to have a crack or defect that causes a slight leakage of the IV fluid and/or allows blood to back up in the tubing. It is not really possible to see the exact area that the leak is occurring; the nurses have felt some wetness around the tubing or smelled hyperalimentation fluid and then had blood back up in the line. Changing the tubing has resolved the issues of the blood backing up so there must be an area of pressure weakness in the tubing.¿ additional details received from customer: set leaking somewhere in the area that insets into the pump and were found to be leaking as the fluids were being hung. Fluids were infusing into a PICC line and were hanging for approximately 15 minutes. Customer uses a hospira-tri-fuse microbore extension set and have been using this for 5 yrs. Solution infusing was hyperalimentation, d10w with electrolytes or 0.9% normal saline with heparin 1u/ml. (B)(6). There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.